Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the low flow to blanket sensor led did not illuminate as expected. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.